Event description:
It was reported the pt experienced a shocking or jolting sensation when they sat on an exam table for a CT scan. It was stated that, prior to the incident, the pt device was set at an amplitude of 9.4 v, and after the pt could only "tolerate it at a little over 4 v." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).